Event description:
An unk size aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 86 months ago. Aneurysm and vessel morphology at the time of implant is unk. It was reported there was stent graft migration which was seen on CT scan 6 yrs post implant and there was no graft infection suspected. Approx 5 months later the migration was corrected with a stent implantation. No add'l clinical sequelae were reported and a recent CT scan showed everything was fine.

Manufacturer narrative:
Lack of info (no films or operative reports were received). (Required secondary intervention).